Event description:
It was reported that removal difficulty occurred. The patient presented with myocardial infarction and underwent percutaneous transluminal coronary angioplasty. Vascular access was obtained via the radial artery. The 80% stenosed target lesion with a bend of almost 90 degrees was located in the severely calcified proximal left circumflex artery. Following pre-dilatation, a 28 x 3.00 promus elite drug-eluting stent was advanced for treatment; however, the stent failed to cross the lesion due to the severe calcification and when forced was applied, the stent struts got deformed. The decision was made to cancel the procedure and when the device was being snared to remove, the stent got stuck and remained in the radial artery. There were no patient complications.